Manufacturer narrative:
Device evaluation: device evaluation anticipated, but not yet begun. Evaluation: conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The complainant reported that during a procedure, the rotator came apart during power injecting. No harm or injury to the patient was reported . (This report is one of five suspect devices. The other four devices are reported on MDR numbers 1721504-2009-00023, 1721504-2009-00024, 1721504-2009-00025, 1721504-2009-00026).